Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure indicating expected or random component failure without any design or manufacturing issue. The most probable cause of the additional failure is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited a black image due to dirt on the objective lens. In addition, the adhesive on the bending section detached. There was no patient involvement.